Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic. The atrial lead exhibited noise resulting in several inappropriate auto mode switch episodes. The noise was reproducible with isometrics. No medical intervention was performed. The patient's condition was stable post event and would continue to be monitored.